Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the cap to their rapicide pa high-level disinfectant popped off and spilled on an employee's forearm resulting in white spots. Medical treatment was sought; however, it is unknown if medical treatment was administered